Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803 the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold primary 6-file ster 25mm broke during use. The broken part was not retrieved. The patient was re-visited and reported no adverse reactions. No injury occurred.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1528251). Customer said having used the file 14 times before that the breakage occurs. Root cause is misuse, waveone gold files are single use instruments and are not intended to be reused.